Event description:
Account tighten the needle on and continues to get leakage at the syringe/needle connection. Recently, when retracting the needle, it shot out of the syringe and stuck the nurse in the hand. Nurse was given hep b, a and hiv tested.

Manufacturer narrative:
Evaluation summary: since no actual sample was returned for examination, we are unable to determine if the reported incident was due to a product defect or user error. A review of the complaint database did not reveal any other incidents for this condition and lot number. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.